Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) was an attempted implant. A popping noise was heard when the charge was delivered and the impedance measurement was less than 20 ohms. Fluoroscopy did not show any electrode issues. A boston scientific engineer was able to review partial device logs for this device and the explanted device. The explanted device had normal weekly impedances; however, the measurement that was taken prior to replacement appears consistent with a short. It is suspected that the associated electrode may have surgical induced damage and it is possible that the conductors are going in and out of range due to an intermittent short. The electrode was surgically abandoned. No additional adverse patient effects were reported.